Event description:
Patient stated for the last 5 years they had a flowonix pump and it failed. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).